Event description:
Additional information received: a. How did the meeting with the surgeon go on the 6th? Any updates? - regarding the meeting with the surgeon on the 6th, the patient is still considering whether to proceed with removal surgery. At this stage, they are undecided and will advise once a decision has been made. B. Is the patient likely to undergo a revision procedure or removal? - in terms of whether the patient is likely to undergo a revision procedure or removal, the answer aligns with the previous point - confirmation from the patient is awaited. C. What intervention has occurred? - as for interventions, nothing has been carried out yet. According to the reply from the omfs registrar, there is currently no proof of a hypersensitivity reaction. They suggested that if the plates are removed and the rash resolves, that would provide the best evidence for hypersensitivity.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, d10 concomitant. Corrected: h4 health effect - clinical code. Patient code updated to rash. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient has a possible new titanium hypersensitivity following frontal bone fracture repair on (B)(6) 2025. Patient has since developed rashes and pain in the forehead area where the implants sit. Mesh plate and midface screws used for fixation of fractures. Patient likely now has hypersensitivity to titanium and they are seeing the patient on (B)(6) 2026 to review and discuss further options including surgical removal of implants.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.